Event description:
The patient returned to the hospital with a temperature of 105.3. The patient had an infection at the catheter site - along the track of the catheter. An abscess had also formed. The patient was readmitted to the hospital and placed on IV antibiotics. There is a possibility that surgery will be performed for the removal of the abscess.